Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis could not confirm that the device needed field action updates. However it was noted that the clear cover was contaminated, the display was out of electrical specification and the serial number label was damaged. Further analysis was performed on the display module. Visual inspection found no anomalies. Bench analysis found current drain failure when the device was turned on, when a diode component was replaced, current drain testing passed. Conclusion: confirmed the functional test failures caused by a diode component failure. (B)(4).

Event description:
It was reported a field action device was returned for repair. Technical support (ts) had verified that the device had not been sent in per the field action. It was analyzed and tested out of specification. No information was received indicating patient involvement.